Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were seen by their orthodontist. The orthodontist findings are permanent dentition, good oral hygiene, mild crowding in lower jaw, no crowding in the upper arch, 1/2 cusp class 2 molars, horizontal overlap of front teeth is mildly increased, upper and lower teeth overlap is mildly increased, midlines coincident, erupting tooth is impacted lr8, normal skeletal profile, crowns ll6, ll7 and ur6, maxillary right 2nd molar, no significant and relevant health problems indicated. Objectives is to improve smile esthetics, straighten teeth, improve occlusion, improve how far the upper teeth project beyond the lower teeth, improve how much the upper teeth overlap the lower teeth, improve the position of the upper and lower teeth to make contact in the front, improve angles of teeth and bring posterior teeth together. Treatment recommendations are comprehensive orthodontic treatment with braces or aligners for 12-18 months. This patient was not a good candidate for direct-to-consumer aligner treatment. They require interproximal reduction of the lower incisors due to a bolton discrepancy and attachments to achieve facial crown torque of the upper incisors and buccal root torque of the upper posterior molars. The upper left 2nd premolar has a shortened root. We will monitor this tooth during treatment and not achieve complete derotation in order to minimize forces on the tooth. Will lighten the contact points between the front teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.